Manufacturer narrative:
On december 19, 2023, mentor received additional information. Both prostheses were discarded upon removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 475cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral breast pain. Mammogram and ultrasound were performed and indicated a possible rupture of the patient¿s left prosthesis. As a result, the patient underwent removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-12354 for the contralateral event.

Manufacturer narrative:
On october 22, 2023, mentor received additional information. Date of event was updated to march 05, 2023. Ethnicity was added as not hispanic/latino. The patient's prostheses were replaced with unspecified silicone breast implants. Manufacturer¿s reference number: (B)(4).